Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ instrument, remanufactured the door fell shut. There was no report of patient impact. The following information was provided by the initial reporter: "door falls shut, door spring broken."

Event description:
It was reported that while using bd max¿ instrument, remanufactured the door fell shut. There was no report of patient impact. The following information was provided by the initial reporter: "door falls shut, door spring broken"

Manufacturer narrative:
Investigation summary: it was reported that "door falls shut - spring broken" (bd max instrument, material no.: 441916, serial no.: (B)(6)). Fse went on site, completed the replacement of door gas spring as per max service guide. Tested door opening and closing several times to ensure it was holding. No qualifications required as part of this repair. The instrument is testing without errors and the instrument have been returned to the lab for normal use. Unit is within bd specs. The complaint is confirmed and the root cause is "door gas spring failure". The instrument met all acceptance criteria prior to release from manufacturing. Service history review revealed no previous complaints for this issue. No new risks, or hazards were identified. No parts or materials were returned for the investigation. Bd quality will continue to closely monitor for trends.